Manufacturer narrative:
D6a: implant date - estimated as 45-days prior to the event date of (B)(6) 2023.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At the 45-day follow-up transesophageal echocardiogram, a device related thrombus was present. The physician switched the patient from dual antiplatelet therapy to an oral anticoagulation plus aspirin for the four to six weeks when the patient will be reimaged. There were no other complications or consequences as a result of this event.